Event description:
High blood sugars (blood glucose increased). Case description: class llb. This spontaneous report, received from (B) (6) and reported by a diabetes nurse specialist as "high blood sugars", concerns a (B) (6) male patient treated with novopen 3 (insulin delivery device) for "device therapy". On (B) (6) 2008, the patient experienced high blood glucose levels after bolus doses at mealtime. He suspected that the pens were not working properly and suspected that insulin was not being injected at appropriate dose. The device would inject and administer normally on first injection of the day but at next injection button/plunger would depress rapidly without back pressure suggesting that insulin had not been ejected from the cartridge. They decided to just waste some of his insulin and fire it away into the air. The pen was misfiring at intermittent times. Blood glucose readings have supported this. He has now started using a new novopen 3 and his blood glucose levels have returned to normal and since (B) (6) 2008, the patient has been considered recovered from the event. The patient has been a diabetic for many years on novo insulin and devices and hasn't experienced this problem before. Product novopen 3, lot no: tv40031. Device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During test of the device it has not been possible to detect any irregularities. Product: novopen 3, lot no: sv40538. Device conclusion: technical, visual and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. During test of the device, it has not been possible to detect any irregularities. The pen functions normally. Product: novorapid penfill 3 ml 100 e/ml. Lot no: tt60363. Drug conclusion: the returned product was examined visually. Due to insufficient complaint material, a reference sample check was performed. A reference sample was examined macroscopically. Furthermore, the parameters identity, assay, degradation, and insulin aspart related impurities were examined. The reference sample was found to be normal. The results were found to comply with specifications. Reporter's causality: possible. Novo nordisk causality: reportable. Please note: on 27-mar-2008, information received upgraded the case from a non-serious report to a serious report.